Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false negative architect syphilis tp result. On (B)(6) 2021 sample ID (B)(6) generated a negative result of 0.73 s/co. The sample was retested on (B)(6) 2021 and generated a positive result of 1.37 s/co. The sample was recentrifuged and retested generating a positive result of 1.92 s/co. The patient has a history of syphilis and is positive for tppa and negative on trust methods. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Review of trending data identified no trend for the complaint issue. Device history record review for the complaint lot did not identify any non-conformances or deviations. A retained kit of the complaint lot was tested in a sensitivity setup. No false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot was identified in the complaint this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.